Manufacturer narrative:
Submitted: 01/12/2017. The pump has been returned and evaluated by product analysis on 12/20/2016 with the following findings: device evaluation: on investigation, the pump powered on and the display became illuminated per normal operation. The display screen was dim/faded and discolored.

Event description:
The pump was returned for investigation. Investigation revealed a display issue. This report is made based on results of investigation completed on 12/20/2016.